Event description:
The following information was reported: the physician was retracting the procedural sheath, the balloon and mynx vascular closure device came out through the procedural sheath. It was also noted that the balloon lost pressure. The physician was able to use a second mynx device to achieve hemostasis successfully. The patient was not hospitalized as a result of this event. Additional information: a groin shot was done which showed the access site was at the femoral head. Procedure type: intervention coronary vessel type: arterial sheath size: 6f.

Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 3mm longitudinal tear in balloon, approximately 6mm from balloon proximal tip. The balloon appears to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1505601) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).